Event description:
It was reported that the patient presented for in clinic follow up with the increased capture threshold and poor sensing exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable.